Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Fse replaced co2 tank interface to resolve the issue. The system was tested and verified as ready for use.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, two sets of tanks leaked until they were completely empty when connected to the vision tower. Details about the event were initially unclear, and it was indicated that additional information might be obtained and provided later. It was also stated that the staff moved to another system and would not use the affected system until the issue was resolved because house gas was not available.